Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 13ml of clindamycin was programmed to infuse at 26ml/hr. It was discovered that 3ml of the drug was still in the syringe when the syringe pump recorded 13ml as being infused. The customer reported no patient harm.